Event description:
Device was used during a laparascopic vertical banded gastroplasty. It was reported that the pt with a thick abdominal wall was operated with a vbg. The first device was used as the common port, breakage was noticed. Several pieces were found in the abdominal cavity, the pieces were retrieved from the other port sites. The device was replaced with the second device which also broke, the surgeon then converted to the open procedure.

Manufacturer narrative:
Results of evaluation: conclusion: a,b) based upon the info received and the visual examination, it was confirmed that the sleeves were "broken" during surgery. Instrument "a" was shattered distally, and all the pieces could not be accounted for. Instrument "b" was broken 1" distal to the housing/cannula weld. The obturators were not received for analysis. C-f) these instruments were received in unopened blister packs. The instruments were examined and found to be conforming.